Event description:
Report was received involving implant. Filler used to repair a fractured femur. Subsequently, the pt evidenced infection. On 11/9/95 the wound was debrided and a culture of the wound was taken. The culture tested positive for proteus mirabilis, diptheroid bacilli, pseudomonas aeruginosa, staphylococcus epidermidis, and enterococcus. The graft material was not extracted at the time. Pt was treated initially with zosyn and gentamycin, followed by ciprofloxacin. On 11/20/95 the proosteon was removed. Dr. Reported that the cause of infection was related to the pt being "morbidly obese" and was not related to the implant. Subcutaneous fat was present in the area of trauma. A hematoma from the fracture allowed an area where subcutaneous infection to develop. Pt is presently disabled due to her obesity and is under the care of an orthopedist.